Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received the belt was unable to pass incoming functionality testing. Upon investigation the distribution node to rear cable and the trunk cable were both pulled from their strain relief. In addition, the j702 connector was pulled off of the distribution node. The cause of the failure is the pulled connector and cables. The cause of the pulled connector is the pulled cable. The root cause for the strained cable was excessive force. Investigation underway. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had damaged cables.